Event description:
The advocate stated that she received a blood glucose reading of 394 mg/dl from the customer's contour and a reading of 168 mg/dl from her contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer. The customer's meter was also replaced at the advocate's insistence.